Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 9/25/2025, it was reported by a sales representative viaemail that an ar-5025b-22 bio-compression screw fractured after proper drilling and tapping had been completed using the correct size instrumentation. This was discovered during a procedure on (B)(6) 2025. Additional information requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.